Event description:
It was reported a patient underwent right total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2013 due to an unknown reason. The patient was revised from a partial to a total knee. No further information has been provided to date.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.